Event description:
It was reported that the pt has no functional gain on any frequencies with the audio processor on, even with maximum output. The pt was seen at the hospital on (B)(6), two different fully functional audio processors were tried on the pt but with no effect. A few days before, the pt reported hearing intermittently with an 'on/off effect' when turning her head for one day, then it became mute.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.